Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery depleted quickly and intermittent unknown alarms occurred. Customer experienced elevated blood glucose (bg) levels. Customer did not provide a bg value. Customer declined to provide additional information regarding the reported issues.